Event description:
Ous MDR - it was reported that the communication between ICD and programmer was no longer possible after the implantation of a left-heart pump. The ICD was disposed of and replaced with an ICD of a competitor. This ICD could be interrogated according to information by the clinic. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The ICD complained about was not returned for analysis, therefore the analysis is solely based on the returned device data. The available data were checked. Based on these data, the cause of the clinical observation could not be determined. If further relevant information should become available, this incident will be updated.